Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 01/29/2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the alleged power issue was duplicated in the evaluation. The pump failed to power up with the return or test battery cap. Moisture intrusion was evident in the battery compartment and underneath the returned battery cap. The returned battery cap contact measurements were within specifications but the cap was unable to tighten properly. Battery compartment was found to have cracked in the threads area and below the grip pad. A leak test showed leak where the battery compartment cracks were located. Due to the no power issue the remaining testing was not completed.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (moisture ingress) issue. Reportedly, the pump had intermittent power issue and moisture was evident in the battery compartment. It was reported that there was no damage to the battery compartment or cap. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.